Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 changed patient code to other-no clinical signs, symptoms or conditions. Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Corrected section e1: event site name: (B)(6).

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.